Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. RMA issued, replacement part shipped (B)(4) 2011. Suspect part has not been returned to MFR for eval.

Event description:
A site rep reported a cannulated 6.5 tap had a wire stuck in it. There was no pt present.